Event description:
It was reported that the right ventricular (rv) defibrillation lead was damaged during left ventricular assist device (lvad) placement. R-waves had dropped from the 16.2 mv to >25 mv range to 1.2 mv since the lvad procedure. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding the nature of the lead damage and additional details regarding impacts to therapy. If information is provided in the future, a supplemental report will be issued.